Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the introducer tool aspirated air while being flushed. The introducer was not used and an alternate near at hand was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
Correction: upon review, the introducer tool manufacturer report 2017865-2025-1005968 should not have been submitted as a medical device report (MDR) as the event did not cause embolism, and was not reportable.